Event description:
It was reported that a patient underwent a revision procedure 2 days post implantation due to disassociation of the taper from the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: denmark. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the item and lot numbers match the complaint. Product was not returned in its original packaging. Taper adapter has damaged threads and shows wear and glenosphere shows little wear. The baseplate did not return. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a recent reverse-type right shoulder arthroplasty with skin staples. The glenosphere has separated from the baseplate. There is no fracture. Implant fit is maintained. There is malalignment secondary to the displaced glenosphere. Bone quality appears osteopenic. A definitive root cause cannot be determined. The reported event is confirmed by mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.